Event description:
It was reported that stent damage occurred. A 3.50x16mm promus element¿ plus stent was selected to treat the lesion. When crossing the target lesion, it was noted that the stent got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed, stretched and lifted upwards from the stent profile. A snap gauge was used to measure the crimped stent od at the undamaged proximal end. The specified stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).